Manufacturer narrative:
The stellaris ultrasound handpiece was not returned for evaluation. The hospital sent the particle to an external lab; therefore it is unknown if the particle will be returned for evaluation. The device history was reviewed and found to meet manufacturing specification. Investigation on going.

Event description:
The user facility in (B)(6) reported a green particle coming out of the stellaris ultrasound handpiece during procedure. The particle was sent to an external lab by the hospital for analysis.

Manufacturer narrative:
Although the presence of material was confirmed in the lab analysis, the bl3170 handpiece does not contain any of the materials described in the lab evaluation results. The source of the particulate material and root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
Particulate samples had the appearance of a composite material consisting of green and of-white components. The ft-ir spectra of both particulate samples possessed signals suggesting the presence of a cellulose containing material, such as paper or cotton, in addition to a polymeric material. The investigation is ongoing.